Event description:
Material no. 309605, batch no. 9066761, 8289612, 8298920, and 9066751. It was reported that during use of the bd 10ml syringe luer-lok¿ tip the syringes had been found to have an issue of leakage. The following information was provided by the initial reporter: we have a leaking issue with three different lots of the 10ml syringes (bd309605). Lots 9066761, 8289612, 8298920, and 9066751 have all been found to have this leaking issue and have been put on hold.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the four provided lot numbers that could have contributed to the reported defect.

Manufacturer narrative:
B.5. Describe event or problem: material no: 309605, batch no: 9066761, 8289612, 8298920, and 9066751. It was reported that during use of the bd 10ml syringe luer-lok¿ tip the syringes had been found to have an issue of leakage. The following information was provided by the initial reporter: we have a leaking issue with three different lots of the 10ml syringes (bd309605). Lots: 9066761, 8289612, 8298920, and 9066751 have all been found to have this leaking issue and have been put on hold. D.4. Medical device lot#: a forth lot number was added to the complaint. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot#: 9066761. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2019-03-07. D.4. Medical device lot#: 8289612. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2018-11-05. D.4. Medical device lot#: 8298920. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2018-11-09. D.4. Medical device lot#: 9066751. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2019-03-07 h3 other text.

Event description:
Material no: 309605, batch no: 9066761, 8289612, 8298920, and 9066751. It was reported that during use of the bd 10ml syringe luer-lok¿ tip the syringes had been found to have an issue of leakage. The following information was provided by the initial reporter: we have a leaking issue with three different lots of the 10ml syringes (bd309605). Lots: 9066761, 8289612, 8298920, and 9066751 have all been found to have this leaking issue and have been put on hold.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9066761. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-07. Medical device lot #: 8289612. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-11-05. Medical device lot #: 8298920. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-11-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 309605, batch no. 9066761, 8289612, and 8298920. It was reported that during use of the bd 10ml syringe luer-lok¿ tip the syringes had been found to have an issue of leakage. The following information was provided by the initial reporter: we have a leaking issue with three different lots of the 10ml syringes (bd309605). Lots 9066761, 8289612, and 8298920 have all been found to have this leaking issue and have been put on hold.